Manufacturer narrative:
Corrected device evaluation summary: the reported issue that the indicator was fully charged when the 560 bio-console was being operated, but the power would be turned off as soon as it was put on battery-power was verified during service. The issue was resolved by replacing the batteries. Post repair testing was completed per specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use of a bio-console instrument, it was reported that the indicator was fully charged when the 560 bio-console was being operated, but the power would be turned off as soon as it was put on battery-power. The battery was just replaced in january this year, so deterioration was unlikely. The instrument was replaced. There was no patient involvement, so no adverse effect occurred. Additional information received that with regard to this matter, it is not a conclusion of the defect, but a suspicion. Medtronic received additional information that there was no error message that had been displayed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the reported issue that the indicator was fully charged when the 560 bio-console was being operated, but the power would be turned off as soon as it was put on battery-power was verified during service. The issue was resolved by replacing the battery. Preventive maintenance /post repair testing was completed per specifications. Conclusion: the complaint was confirmed for the bio-console instrument's depleted batteries. The issue was verified during service, and resolved by replacing the batteries. Additional analysis of the returned batteries confirmed the batteries were not powering the instrument despite the battery indicator showing a full charge. It appeared the batteries showed voltage, however they had no capacity when placed under a load. Root cause is undetermined. There were no patient/clinical safety issues reported. No further actions to be taken at this time. Trends for issues with this product are reviewed at quarterly quality meetings. Note: batteries are expected to perform for up to 3 years from the date of battery manufacture. A review of complaint and service records associated with this unit found other instances of battery replacement within 3 years. The batteries did not meet their life cycle requirements. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.